Event description:
It was reported that the patient programmer indicated that the implantable neurostimulator battery was low. At this time stimulation was on. The device shut off when interrogated with the physician programmer, it should have remained on. The stimulation was turned on with the physician programmer and remained on for the duration of the session. The battery voltage continued to indicate ok during the session with 86-90 months (approx. 7 years) predicted longevity according to the physician programmer; however, the battery longevity prediction with the patient programmer was 39 months (approx. 3.6 years) the device had been implanted for approximately 3 years at this point. The patient's previous device lasted approximately 3 years. It was decided to replace the battery. Patient outcome was not provided.

Event description:
Additional information received reported the implantable neurostimulator was implanted the day prior. Post-operation programming went well, and the patient had good sensation.

Event description:
Additional information stated the battery and extension had been explanted and were implanted in (B)(6) 2009.

Event description:
Additional information received indicated that the patient was receiving "good" stimulation and resolution of her symptoms.

Event description:
Additional information received reported the patient was scheduled for a revision on (B)(6)-2012.

Manufacturer narrative:
Product ID: 8870, serial# (B)(4), product type: software. Product ID: 8840, serial# (B)(4), product type: programmer, (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), explanted: (B)(6) 2012. Product type: extension. Report source: (B)(6). Manufacturer site ID: 9614453. Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The battery was not in new condition. Final device analysis of the extension revealed the following: no anomaly found.